Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 19 during the basal delivery. The customer's blood glucose level was 253 mg/dl and was addressed with a bolus via the pump. The customer was able to load a new cartridge successfully.